Event description:
The consumer reported that the stimulation went off and there was intermittent stimulation. It was reported that it was back on right now. When the patient check the implantable neurostimulator (ins) with the programmer, the ins was on and the device was at 6.00 volts. There was a report of pain in their feet, legs, and back. Relevant medical history includes postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.